Event description:
During an aneurysm coiling procedure. The catheter's distal tip seems not trimmed because the marker hand was not located at the end of the catheter trip and therefore was not used in the pt.